Event description:
A caller reported experiencing multiple cartridge issues, with a recurring malfunction occurring after a pump reset. The customer's blood glucose levels remained within a normal range, with no adverse impact reported. To resolve the issue, the customer changed the cartridge, successfully resumed insulin, and no further assistance was required.